Event description:
It was reported that (1) lcsc5 was used during a lap esophagectomy procedure. It was reported by the rep that the shears locked out resulting longer procedure which converted to open. There was extended or time by one hr. This writer contacted the md. The md stated the procedure was not converted to open. Md stated the device did not work and made the case difficult. The md would not provide any add'l info and referred this writer to the sales rep. Rep stated the md did convert to open. Rptr stated the md stated they were going to complete the procedure laparoscopically as much as the md could and then open if md could not go any further laparoscopically. The rep stated the md experienced lockout and bleeding. The surgeon then converted to open.